Event description:
It was further reported that the lesion being treated was a heavily calcified, 99% stenotic lesion in a mildly tortuous right coronary artery (rca). The physician used a 6f cordis xbrca guide catheter to cross the lesion. It is noted that the guidewire was manipulated through a metal entry needle, and that the distal tip polymer and corewire were completely fractured. The pt was asymptomatic during this event. An attempt was made to remove the fractured portion from the pt with a snare, but was unsuccessful. Pt status is reported as 'stable and doing well'.

Event description:
It was reported that during a ptca/stenting treatment procedure, a portion of the pt2 moderate support 300 cm str guidewire became fractured and remains in the pt's body. The wire had been delivered into a heavily calcified lesion in the mid right coronary artery and was then torqued. The body of the wire rotated, but the tip fractured off. The physician attempted to remove the wire fragment with a snare, but was unsuccessful. The physician used a bmw wire and a cypher stent to secure the retained wire tip against the vessel wall.